Event description:
Additional information received from the customer: the user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: >71 ufc/100ml, bacterial identification: (faecal streptococci) pseudonomas and aeruginosa pseudomonas spp. After reprocessing twice: sampling date: (B)(6) 2025, sampling from: all channels, cfu: >76 ufc/100ml, bacterial identification: (faecal streptococci) pseudonomas and aeruginosa pseudomonas spp.

Manufacturer narrative:
Additional data: b5.

Event description:
It was reported the ultrasound gastrovideoscope exhibited non-compliant samples and suspicious sheath alterations. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus hmi (hygiene microbiological investigation) results: sampling date: (B)(6) 2025. Sampling type: all channels. Bacterial identification: staphylococcus capitis. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the gastrovideoscope had 71 colony forming units (cfu) of pseudomonas aeruginosa. The device was rested again on (B)(6) 2025 and 76 cfu of the same germ detected.